Event description:
The customer contacted physio-control to report that their device would not power on. This was found during the morning check of the device. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the device and verified the reported failure. The device was then returned to the failure analysis center for further evaluation where the cause of the reported failure could not be determined. The customer received a replacement device.